Event description:
The user suffered from a trauma on the left ear; afterwards the user had no more hearing sensation with the device. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suffered from a trauma on the left ear; afterwards the user had no more hearing sensation with the device. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a trauma on the left ear; afterwards the user had no more hearing sensation with the device. In situ measurements show 10 channels with high impedance and 2 channels possibly involved in one short circuit. Re-implantation is considered.